Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during inspection as issue was noted. There was no patient involvement.

Event description:
It was reported to philips that during inspection, an issue was noted. It was clarified that during a preventative maintenance check/annual calibration, a philips representative noted burn marks on the paddle set and tray. There was no patient involvement.